Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the upn number did not match the size of the stent selected. The upn on the stent the physician selected indicated a taxus express2 8.8% 16 mm x 3.0 mm drug eluting stent. During deployment, the physician learned that stent was a taxus express2 8.8% 20 mm x 3.0 mm drug eluting stent. The physician positioned the stent without any problems. The lesion and the healthy vessel proximal and distal to the lesion were covered by the stent. This completed the procedure and no patient injury or complication were reported.